Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply and the fluoro functions printed circuit board were replaced. The nodes were flashed and the system's configuration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a communication failure error message. No patient injury was reported.